Manufacturer narrative:
Received one device, service history review identified there was no indication that the complaint was related to a service of the device within the review period. Initial customer report indicates a problem with delivery accuracy, the problem could not be replicated, delivery accuracy test 1: 21 ml, delivery accuracy test 2: 21.2, delivery accuracy test 3: 21.4, however, it was found that the downstream occlusion sensor (dso) had alterations, and it was replaced. Device passed all test. Probable cause: damaged dso sensor.

Event description:
It was reported that the device failed preventative maintenance, had worn buttons and bad accuracy. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.